Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed missing piece of the bending section rubber could not be determined, however, the issue was likely the result of repetitive use stress and or user mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and evaluation found water tightness lost due to a pinhole on the bending section cover, a deformed distal end, a dented connecting tube, a worn universal cord, and the bending angle in the up direction did not meet the standard value due to the wear of angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope was leaking at the working channel. There were no reports of patient harm. During device evaluation, it was found that there were parts that fell from the distal end and bending section cover and the bending section cover was missing a piece. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.